Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure and abnormal noise of the probe occurred during calibration for cataract and vitrectomy surgery. The surgery was performed and completed after replacing the product with another one. No patient impact was reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector was received. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and white foreign material on the body needle and bent needle. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and nonconforming for actuation. No abnormal noise was heard. The probe was disassembled and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks at area that was bent on the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the probe had an aspiration failure or abnormal noise; the evaluation indicates the probe had an actuation failure. The aspiration function of the probe was conforming; however, the observed actuation failure could have caused the cutter to stay in the port of the needle long enough to obstruct aspiration flow at the time the reported event was observed. The most likely cause for the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft and aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. However, a manufacturing related potential contributor factor was identified, bent needle and bent inner cutter with no/minimal wear and cannot be ruled out for the actuation problem as reported. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the reported aspiration failure and abnormal noise was not confirmed, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; however, a non-conformance record was opened to trend the defect of bent needle and bent inner cutter with no/minimal wear. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).